Event description:
It was reported that the patient was experiencing high impedance on the leads. The patient underwent a lead replacement prcedure and was doing well postoperatively. The explanted leads wer discarded by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred four months ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 16688554.